Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up visit, several non-sustained lead noise episodes were stored. Provocative testing was recommended to see if the noise could be reproduced. Further testing found that the capture threshold had increased and sensing decreased. The physician decided to cap and replace the sense/pace portion of the lead. The defib portion remains active. There were no adverse consequences and the patient condition was good before and after the event.